Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks. Upon interrogation, the device was found in backup vvi mode without high voltage support. Lead insulation damage was suspected. ICD analysis revealed the presence of lead insulation material on burn mark.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.